Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a low flow alarm occurred during the night. The patient went to the hospital for a check of the device. An echocardiogram was done with left ventricle dilated, aortic valve opening every 2 beats. The patient's lactate dehydrogenase (ldh) level was high at 700 u/l, and a pump exchange was performed on (B)(6) 2018. The patient is doing well. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus, which could have contributed to the reported low flow alarms and increase in lactate dehydrogenase (ldh) level. Upon disassembly of the device, a large thrombus formation was found surrounding the inlet bearing ball and rotor inlet section, obstructing approximately 60-70 percent of the blood flow path. The thrombus formation revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was supporting the patient. The thrombus was not adhered to the blood-contacting surface and the rotor spun freely when manipulated by hand prior to disassembly of the pump. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was obstructing a large portion of the blood flow path and could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. The partial obstruction of the blood flow path by the thrombus could have also contributed to the reported elevated ldh level. Visual examination of the inflow and outflow graft material revealed no evidence of distortion such as kinking or twisting that may have contributed to a flow obstruction. Microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.